Event description:
It was reported that this right atrial (ra) lead had concern of possible lead dislodgement. Local representative stated that there was speculation of possible lead issue due to lack of conflicting documentation and inability to confirm via chest x-ray. A testing on the ra lead was found ra capturing the right ventricular (rv). Boston scientific technical services (ts) stated that the ra lead was programmed off. Further, ra lead revision will be scheduled and to date, the ra lead remains in service. No adverse patient effects were reported. Additional information received which indicated that this ra lead was explanted due to chronically dislodgment. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had concern of possible lead dislodgement. Local representative stated that there was speculation of possible lead issue due to lack of conflicting documentation and inability to confirm via chest x-ray. A testing on the ra lead was found ra capturing the right ventricular (rv). Boston scientific technical services (ts) stated that the ra lead was programmed off. Further, ra lead revision will be scheduled and to date, the ra lead remains in service. No adverse patient effects were reported.